Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device: vamf3838c200tj, sn (B)(4), expiration date: (B)(6) 2018.

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a chronic dissection that measured ~ 40 mm in length. The proximal thoracic aorta diameter measured ~ 34-35 mm. It was reported that the implant procedure was completed successfully. Seven days after the implant procedure, the patient developed a retrograde dissection and expired. No treatment was provided for the postoperative retrograde dissection. Per the physician, the exact cause of the event was unknown but may be related to the proximal bare spring of the valiant stent graft. No additional clinical sequelae were reported.